Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a pacemaker dependent pt presented to the hosp due to fainting. The physician observed some pauses on the holter monitor because the device did not stimulate. Lead noise was suspected. It was noted the device was undersensing an atrial fibrillation episode and continued to stimulate the atrium. The device was reprogrammed successfully. Pt was discharged and will be monitored with f/u.